Event description:
It was reported that during an unknown procedure, the insulation tip came off the harmonic device. A new harmonic device was used to continue the procedure. The rubber tip of the trocars came off and fell into the patient. They were retrieved. The trocars were switched out and the procedure was completed without any impact to the patient. No other details of the event are known.

Manufacturer narrative:
(B)(4). The analysis results of the devices (a and b) found that it was received with the duckbill detached from the housing. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: (B)(4). Expiration date: 10/2015. Manufacturing date: (B)(4) 2010. (B)(4) duckbill.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.